Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The cause of the peritonitis was unknown. The patient was treated with injection fortum (1g, route, frequency, and duration not reported) and injection vancomycin (2g, route, frequency, and duration not reported) for the event. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).